Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced conjunctival inflammation, toxic anterior segment syndrome (tass), aqueous cell, pain post operatively. The patient was treated with antibiotic 4 hourly and steroids 2 hourly. The patient also had a history of iridocyclitis which occurred after 1 week.